Event description:
It was reported that the display of the blood glucose monitor is defective. The user alleged there are six lines on the display which interfere with the data.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.